Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage and no evidence of blood. Visual inspection determined that the delivery device was returned inside of the loading device. The tension spring assembly was in the delivery device tube; the seal was outside the delivery tube and under the loading device window. The green slide lock and white plunger were not depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal failed to load properly. A replacement device was used to complete the procedure. The hosp did not report any pt effects.